Event description:
It was reported that the patient presented in the operating room for a generator change out procedure. Intermittent noise on the atrial lead was noted. The patient was asymptomatic. The physician elected to keep the lead implanted and in use.

Manufacturer narrative:
.